Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pre-syncopal patient presented at the clinic with lead noise. The lead noise was reproducible with isometrics testing and there were no electrical anomalies. The lead was capped and replaced. The patient was stable post procedure.